Event description:
Dealer stated that the tdxsr-cg power chair had a short to frame malfunction, then the chair was working fine. The tires were removed then reinstalled and the short to frame reoccurred. Dealer does not believe the motors to be bad. Potential for this malfunction to occur while driving the chair, user may become stranded.